Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's expectations were not met and the results were worse than the patient expected so far. Additionally, the patient reported that they did not have an appetite. A second call determined that the patient had not passed gas at all, had not a bowel movement, and had not eaten very much. Additionally, the patient was reported to be taking medication for their bladder which the patient stopped taking since starting the evaluation. The caller then reported that sometimes when the patient shifted positions from laying down they had high urgency and the patient was concerned that they had not had a bowel movement and that was their primary reason for going through the evaluation. Later the consumer reported that the patient saw and felt a wire coming out the night prior to the call and was going to see their healthcare provider (hcp) to find out what happened. Follow-up the next day determined that the patient had the wire taken care of at their doctor's office, but the patient "had to adjust again on her own today." The patient was reportedly still seeing improvement. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.